Manufacturer narrative:
Batch review performed on 22 may 2018. Lot 165027: (B)(4) items manufactured and released on 08 november 2016. Expiration date: 2021-10-27 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed sphere flex size 4/13 mm l reference 02.12.0413fl (k140826) lot 154371: (B)(4) items manufactured and released on 21 september 2015. Expiration date: 2020-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere patella resurfacing size 2 reference 02.07.0034rp (k090988) lot 166108: (B)(4) items manufactured and released on 25 november 2016. Expiration date: 2021-11-09 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere femoral component sphere cemented size 5 l reference 02.12.0005l (k121416) lot 165986: (B)(4) items manufactured and released on 23 november 2016. Expiration date: 2021-11-13 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 2 months after primary the surgeon revised the patient for a infection. All the device replaced successfully after a period with a spacer implanted. Pathogen not available.